Manufacturer narrative:
Gtin/UDI number for item mz1000-07, lot 17035393 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that a small amount of blood splashed back and leaked onto the patient's bed when the rn removed the syringe from the maxzero connector after drawing a blood sample from a central venous line. There was no report of patient or rn harm.

Manufacturer narrative:
On initial report is (B)(6) 2017; suspect set was not received (only unused associate samples were received). The root cause was not identified.

Event description:
The customer reported that a small amount of blood splashed back and leaked onto the patient's bed when the register nurse removed the syringe from the maxzero connector after drawing a blood sample from a central venous line. There was no report of patient or rn harm. The customer reported that there were additional related events during a product trial, with some occurring during non-patient evaluation of the samples at the nursing desk and some occurring on patients; however details were only provided for this specific event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.